Event description:
The patient reported that she was admitted to a hospital on (B)(6) 2011 with diabetic keto-acidosis. The patient was reportedly treated with intravenous insulin. The patient reported that on the evening of (B)(6) 2011, bg was elevated and she corrected via pump and went to sleep. She reported that her fasting blood glucose on the morning of (B)(6) 2011 was hi on the meter (over 600 mg/dl). She reported that she bolused via the pump to correct. She reported that she ate and bolused again and her bg was 473 mg/dl with muscle aches. She reported on that evening she gave 15 u by syringe. She reported that on the morning of (B)(6) 2011 her bg was 161mg/dl. Her bg reportedly began climbing and then read hi with (B)(6) and vomiting and was brought to the hospital. The patient stated that she believed her elevated bg was site related because the area was red. The patient stated that her health care provider just reviewed insulin to carb ratio, insulin sensitivity factor, target bg and insulin on board settings and all were correct; no recent changes were made to these settings. The prime history was reviewed and indicated that the patient changed sites (B)(6); the patient reported this was due to insurance coverage. The patient was advised to change site (B)(6). Customer support concluded that there was no indication of a mechanical issue with pump. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.